Event description:
The user facility reported a 68-year-old male patient of an unknown race in acute myocardial infarction/cardiogenic shock was implanted with an impella rp device for mechanical circulatory support. It was reported that upon implantation of the impella, the cannula appeared to be buckling and prolapsing into the inferior vena cava. The slack was removed but upon doing so, bleeding was observed. The rp was removed, and a buddy wire was inserted, however insertion was still difficult. A push pull technique was utilized with the .027 wire and removing the slack in rp flex leading to a successful placement. During support, the flows decreased, and a possible clot was speculated. The flows continued to worsen, and the pump was explanted and replaced.

Manufacturer narrative:
The impella device was returned and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. Instructions for use for the related event are as follows: make sure there is no bleeding at the transition from the repositioning sheath to the internal jugular vein. Close and dress the wound

Manufacturer narrative:
The investigation into the access site bleeding ¿ major, the low pump flow, and the product damage (cannula kink) issues has been completed since the original report was filed. Significant biomaterial was observed on the impeller, and the catheter was kinked at the kink protector. Low flow was reproduced during the test in a bucket of water. The cause of the access site bleeding issue was use related since the bleeding was observed while the inflow was outside of the hemostasis valve, which allows the blood to come out. The cause of the low pump flow issue was biomaterial found wrapped around the impeller. The cause of the delivery issue was patient condition related since the resistance was encountered at the tricuspid ring, and the doctor was successful with the second attempt.